Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the customer's insulin pump settings had been changed by a doctor, and that the customer's blood glucose value had risen to 591 mg/dl. The spouse reported there had been recent no delivery alarms in the insulin pump history. It was advised to call the helpline back when the customer received a tubing clamp to complete high blood glucose troubleshooting, and to speak with the customer's doctor regarding the device settings.